Event description:
It was reported that during a morning check, the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message that would not clear. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/24/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the battery lock clip was bent. The physical damage found during visual inspection is not related to the reported event of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. The damage appears to have been caused by normal wear and tear (autopulse manufactured in november of 2008). A review of the archive was performed and the reported complaint of the platform displaying a ua 7 message was confirmed. The archive data shows that multiple ua7 messages occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. Functional testing could not be performed due to the reported issue of a ua 7 message. It was found that both load cells were defective. Based on the initial investigation, the parts identified for replacement are the load cells and the battery lock clip. In summary, the reported complaint of a ua7 message occurring was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective load cells. The physical damage found during visual inspection is unrelated to the reported complaint.